Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that a loose, long, transparent, fibrous foreign matter (fm) was observed on the catheter tubing at approximately 3mm from the nose of adapter, with a big lump near the nose of adapter. The fm length was approximately 8.70 mm, and the thickness was approximately 0.14 mm. The transparent, loose fm was sent for the ftir test to determine the fm type. The ftir results indicated that the best match is polypropylene. Bd determined that the cause of the failure was associated to our manufacturing process. H3 other text : see h10.

Event description:
It was reported that the bd angiocath plus¿ IV catheter had foreign matter in the cannula. The following information was provided by the initial reporter: "foreign matter in the cannula."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ IV catheter had foreign matter in the cannula. The following information was provided by the initial reporter: "foreign matter in the cannula."